Manufacturer narrative:
During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test result at 18psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial number history found no prior similar complaints. The cause was determined to be a calibration issue. The device was recalibrated and passed 30psi occlusion testing. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test result at 18psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement.